Event description:
The complaint states that sensor not working was reported. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss due to the transmitter and app not being able to complete a data transfer. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).